Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the control printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned control pcb has been tested in a ventilator. It passed the pre-use check. No issues were found during ventilation for two weeks. It passed another pre-use check after ventilation without any issue. The control pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. Includes a memory backup battery. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site. Therefore, it was not possible to confirm if the replaced pcb was faulty.

Event description:
Manufacturer's ref. #: (B)(4).